Manufacturer narrative:
;The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not boot and would not turn off on its own. The computing platform was replaced and software was reloaded. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer would reboot and would not go back to the device selection screen. The battery would have to be removed in order to power off the programmer. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.